Manufacturer narrative:
Sc-2316-50e(B)(4) device evaluation indicated that the complaint was confirmed. Visual inspection revealed nick in the lumen outer tubing approximately 16 cm from the distal end. No cables are exposed at the damaged section of the lead. This kind of anomaly is consistent with the damages done to a lead when the orientation of the insertion needles bevel is facing down or the angle of the insertion needle is greater than 45º. An angle of more than 45º increases the risk of lead damage.

Event description:
A report was received that during procedure, the lead was sheared by the needle while the physician was steering it. It was unknown if everything was removed from the patients body.

Manufacturer narrative:
Additional information was received that there were no fragments from the sheared lead. No further course of action.

Event description:
A report was received that during procedure, the lead was sheared by the needle while the physician was steering it. It was unknown if everything was removed from the patients body.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50e serial #: (B)(4) description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that during procedure, the lead was sheared by the needle while the physician was steering it. It was unknown if everything was removed from the patients body.